Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a decanav electrophysiology catheter and a thrombosis issue occurred which posed risk for adverse event to the patient. It was reported there was a steam pop with the thermocool® smart touch® sf bi-directional navigation catheter. Ultrasound was used and no damage was noted from the steam pop but a thrombus/clot was noticed on the inferior vena cava (ivc) electrode of the decanav electrophysiology catheter. The physician was able to trap the clot which was approximately 7cm long with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and took it out of the body successfully. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a picture was provided by the customer to aid in the product investigation and it was evaluated following biosense webster's procedures. According to pictures provided by the customer, clot was observed, this is related to the customer complaint regarding a clot being noticed on the ivc electrode of the decanav catheter, the root cause of the clot could not be determined at this time. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a decanav electrophysiology catheter and a thrombosis issue occurred which posed risk for adverse event to the patient. It was reported there was a steam pop with the thermocool® smart touch® sf bi-directional navigation catheter. Ultrasound was used and no damage was noted from the steam pop but a thrombus/clot was noticed on the inferior vena cava (ivc) electrode of the decanav electrophysiology catheter. The physician was able to trap the clot which was approximately 7cm long with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and took it out of the body successfully. Additional information was received which indicated the steam pop occurred after the cavotricuspid ishmus (cti) line had been completed and when the physician was attempting to perform a slow pathway modification for the induced atrioventricular nodal reentrant tachycardia (avnrt). The steam pop occurred after 0 minutes and 15 seconds of ablation at the same location. The thrombus was attached to the decanav electrophysiology catheter proximal to the most proximal electrode (in the area of the ivc electrode but not necessarily attached to the ivc electrode). No errors were shown on the system. There were no issues related to temperature and flow on the catheter. The system was set to 35 wats (power control mode) with a 60 second time out and I am not aware of what the temperature cut off was set to. Temperature was 37c and impedance 111 ohms and power 35w. The patient was not anticoagulated during this case and his oral anticoagulants had been held for the previous 24 hours. The patient has had no symptoms since the procedure was completed.